Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open wedge resection and the removal of a tumor, the device was fired completely in the lowest gear. Upon attempting to return the blade, it would not come back. The handle was detached and re-attached but there was no change. A new handle was used but still with no change. The surgeon then elected to remove the reload from the adapter (removed with ease) then proceeded to cut out the reload with a different staple. Upon removal, there was an attempt to manually put back the blade but to no avail. Due to needing margins, they were forced to pry the stapler partially apart to get the tissue out. It was noted that there was removal of more lung tissue than originally intended and there was unanticipated tissue loss as a result of this problem. The surgical time was also extended for 30 minutes or more due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. System logs for the final firing indicate the handle stopped the clamping process prior to firing 5 separate times due to excessive force. The user continued to attempt to clamp on the tissue with the high force screen displayed until the device fully clamped on the tissue. Firing forces recorded were the maximum allowable indicating thick tissue. Upon retraction, it was determined by the logs that the reload had detached from the firing rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The handle is designed to stop firing after hitting the designated maximum firing force. If the force returned by the strain gage reaches or exceeds the maximum force value the power pack shall stop firing. The caution tone shall occur and the high force screen shall be shown as defined in appendix b". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.